Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. A write to locked ram por with error correction code - lead integrity alert conflict occurred on (B)(6) 2010. A patient alert for device circuit error occurred on (B)(6) 2010 and a patient alert for failed alert transmission occurred on (B)(4) 2010.

Event description:
It was reported that a patient stated his device had been beeping. The carelink performance monitoring system revealed the device experienced an electrical reset. The device remains in use. No patient complications were reported due to this event.